Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. All the buttons functioned properly and no unexpected insulin pump error alarm or frozen display noted. Device had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed a watchdog timeout. The customer's blood glucose level during the incident was unknown. Troubleshooting was performed. The self-test was not performed because the insulin pump's buttons would not respond when pressed. The alarm had occurred during the time the buttons stopped responding. The customer also reported that the insulin pump had a frozen display. It was noted that the display froze during troubleshooting for the alarm. The screen would not go blank after the battery was taken out. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.